Event description:
On (B)(6) 2010, pt reported having a low blood glucose this morning of 32 mg/dl. Pt's normal target range is 770-140 mg/dl. Pt stated her mother tried to give her glucose tablets and orange juice but she would not digest it. Pt reported her mother called the paramedics and upon their arrival they provided her with a fluid IV and sucrose. Pt stated she declined to be taken to the hospital, but the paramedics remained on site until her blood glucose was 187 mg/dl. Pt reported she was unable to treat herself during the low blood glucose episode. Pt reported on (B)(6) 2010 before the low blood glucose episode, she bolused 2.0 units of insulin but did not eat all of her dinner. Pt stated she drank one alcoholic beverage before bed. Pt reported she feel since moving with her mother, she has been doing a lot more physical activities. Pt stated she has had some medication changes recently. Pt reported she will contact her medical professional to assist with general parameter adjustments. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.